Event description:
Nflex was implanted at l2-s1. Surgeon reported radiographic evidence of screw loosening at one year follow up. It is unk if the device was explanted. This is the first of three reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.